Event description:
Report received of unrestricted flow. During preventative maintenance testing at the user facility, when the pump door was opened, the "flow regulator of the set was pulled to the open position" and unrestricted flow was noted. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.